Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported to vyaire medical that the 3100a ventilator pressure kept dropping while connected to a patient and was moved to another ventilator. The customer reported that the patient was hand ventilated.